Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 16.1 cm with the connector pin returned for analysis. External insulation abrasion was noted from 2.9 cm to 3.3 cm, from 7.5 cm to 7.7 cm, and from 11.5 cm to 11.6 cm from the connector pin, consistent with friction against the device can. The etfe coating was intact at these locations. Further external insulation abrasions were noted from 12.0 cm to 12.1 cm and from 13.6 cm to 15.8 cm from the connector pin, consistent with friction against the device can. The etfe coating was abraded at these locations. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.